Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "procedure: left hip acetabular revision. Pre-op diagnosis: failed left hip. Surgeon comments: 'black corrosion between liner and cup'. No further information available per hospital". Spoke with rep. A pre-revision x-ray and explant pictures were provided. Rep confirmed that no further information will be released by the hospital or surgeon.